Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-sep-2016, fse arrived at the site to address the reported event. Upon inspection of the device, the fse discovered the tubing at the wash preheater was leaking. The tubing was replaced along with the wash heater. Last, the fse ran performance checks and quality control (qc). The instrument was found to be fully operational and runnning within specifications. No further issues were noted and no further action was required by field service. The most probable cause of the reported event was due to a wash heater leak.

Event description:
On (B)(6) 2016, the customer reported receiving a temperature error with their wash preheater for their a1a-360 analyzer. The technical support advised the customer to reboot, but he customer reported this did not rectify the issue. On (B)(6) 2016, field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctnl2 and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.